Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained through the left radial vein. The physician was treating a 99% stenosed lesion located in the moderately tortuous and severely calcified, 6mm in diameter, left radial vein. The lesion was crossed with a transcend guide wire to facilitate the advancement of this 6.0 x 40/40 (4f) sterling balloon catheter. The sterling balloon catheter was advanced to the lesion with some slight resistance. Once to the lesion, the balloon was inflated to 10atms for 60 seconds. It was determined that the lesion was not properly dilated. Therefore a second inflation was made to 14atms, however, the balloon ruptured after being inflated for approximately 15 seconds. The device was removed from the patient intact. The procedure was completed with another sterling balloon catheter at 14atms. There were no reported patient complications. The patient status is listed as good.